Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. Lot #: the reported lot # was 216615; however, this lot number was not recognized by baxter. The user facility submitted a medwatch report for this event: 2400100000-2020-8001. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp high flow rate extension set was cracked which resulted in a leak. It was further reported that the nurse promptly clamped the line of the patient, disconnected the tubing, scrubbed the patient micro clave cap with site scrub, and flushed the line. A new tubing was hung. This issue was identified during intravenous fluid infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: correction lot #: upon clarification, reported lot 216615 was verified to be the device catalog reference number. The lot number for this report was unknown (asku). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.